Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 339 mg/dl. The customer experienced symptoms such as dizziness and lightheaded. The customer took blood work and EKG. The customer was off the pump for less than 48 hours. The customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.